Manufacturer narrative:
Rotational sensor abnormalities were seen in the download data causing first prime to end early and the firing flat not being properly lined up by the end of second prime. Rerun of the device did not replicate the rotational sensor errors. Inspection of the commutator cap and rotational sensor assembly found no damages or defects. The rotational sensor malfunction was confirmed to have caused the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.0 smartphone hardware: iphone15.5 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a needle mechanism failure. They reported the pink slide did move into the viewing window but the cannula did not deploy. The pod was not worn and no patient consequences were reported.